Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0jxeu, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient stated the night before reported event date she began to feel stimulation in the middle of her leg and tingling. The patient said it felt like her foot/leg had fallen asleep. The patient initially thought she had slept wrong, but the patient stated the sensation has continued the morning of reported event date. The patient stated she was implanted on monday with 2 implants for the bladder.